Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding( menorrhagia)/menstrual cycle non stop') in a 39-year-old female patient who had essure (batch no. B60744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to 2009. Concurrent conditions included body mass index normal. Concomitant products included intrauterine contraceptive device (copper iud) since 2009 to (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient was found to have hormone level abnormal ("hormonal changes describe"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal hemorrhage ("abnormal bleeding (vaginal)/menstrual cycle non stop"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ,bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal hemorrhage and hormone level abnormal had resolved and the weight increased outcome was unknown. The reporter considered hormone level abnormal, menorrhagia, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Current weight 214lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Batch no: b60744 production date: 2013-08-06; expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding( menorrhagia)/menstrual cycle non stop') in a (B)(6) female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to 2009. Concurrent conditions included overweight. Concomitant products included intrauterine contraceptive device (copper iud) since 2009 to (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient was found to have hormone level abnormal ("hormonal changes describe"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)/menstrual cycle non stop"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ,bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage and hormone level abnormal had resolved and the weight increased outcome was unknown. The reporter considered hormone level abnormal, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Injury nos replaced with new event menorrhagia. New events abnormal bleeding (vaginal), weight gain, hormonal changes describe were added. Lab data, lot number, historical drug, concomitant drugs, reporter¿s information, patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.